Event description:
Health professional reported a "leak in the lap-band and cracked tubing that was falling apart. It was cracked as if it was dry rotted and pieces broke off when the doctor manipulated it." This event was first noticed when "the pt went to the physician's office because they had gained weight and did not feel any resistance in the band." The physician "injected the pt with 11 cc into the device and tried to removed existing saline from the device but was only able to remove 1 cc." The entire lap-band system was removed and replaced. Follow-up information: health professional said the pt had also complained of vomiting.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the catalog number and partial implant date provided by the reporter, the connector type is assumed to be a taper ii. Vomiting is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number and the actual implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." "Nausea and vomiting may als be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required."